Event description:
Material no: unknown. Batch no: unknown. It was reported that suspected adverse reaction to chloraprep. Verbatim: captured from cioms attached: on an unknown date, the patient was administered topical chlorhexidine (brand name unknown), at an unknown dose, for an unknown indication. The batch number and an expiration date were not provided. At the time of the report, the action taken with chlorhexidine was unknown. The reporter assessed the events as serious due to the hospitalization, involved disability, life threatening condition(s) and medical importance of the condition(s). The reporter did not provide causality assessment between the reported events and the administration of chlorhexidine. The case is serious due to hospitalization, involved disability, life threatening condition(s) and medical importance of the condition(s).